Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1911916-2023-00560 is a duplicate of 1911916-2023-00574 this supplemental is to cancel MDR 1911916-2023-00560.

Event description:
It was reported while using bd® blunt fill needle 18 g x 1 in there was a clog there was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: our customer complains that the cannula is not continuous / cannula does not pass through.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® blunt fill needle 18 g x 1 in there was a clog there was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: our customer complains that the cannula is not continuous / cannula does not pass through.